Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, a partial lead (only distal portion) returned in one piece measuring 46.8/ 51.5 cm (lead body insulation/ inner coil) with extraction tool found stuck inside the lead. Visual examination found an internal insulation abrasion in multiple locations breaching ring electrode cable lumen between shock coils and proximal to suture tie impression with intact inner coil lumen and etfe cable coating. Internal insulation abrasion breaching re cable lumen was found at 7.1 ¿ 10.3 cm. The etfe cable coating was found intact in this location. Internal insulation abrasion breaching re cable lumen was also found at 11.4 ¿ 11.8 cm, and 36.8 ¿ 37.1 cm from the distal tip. The inner coil lumen and etfe cable coating were found intact in these locations. Cut to the lead body insulation was noted at 43.4 cm from the distal tip. Abbott is continuing to monitor this issue.

Event description:
This report is to advise of an event observed during analysis.